Event description:
Physician reported "implant had largely deteriorated in its outer shell". The device has been explanted. This relates to the left side.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Physician reported "implant had largely deteriorated in its outer shell". The device has been explanted. This relates to the left side.

Manufacturer narrative:
Clarification to a6: patient race reported as caucasian. Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed.